Manufacturer narrative:
Additional information: the devices were explanted and discarded at the facility, an engineering evaluation could therefore not be performed.

Manufacturer narrative:
(B)(4). Additional devices involved in this event: pxc121000/14803474 - (B)(4). Pxl161007/14794058 - (B)(4). Concomitant products: patient medication: beta-blocker, aspirin, statins. A review of the manufacturing and sterilization records for the devices verified that the lots involved in this event met all pre-release specifications.

Event description:
The following was reported to gore: on an unknown date in 2010, the patient received open surgery for an abdominal aortic aneurysm and was also treated with an aorto-bi-iliac graft. On (B)(6) 2016, follow-up imaging identified a pseudoaneurysm at the level of the distal anastomosis. It is believed that the surgical graft became dilated causing the pseudoaneurysm. The reason for the dilation is unknown. On (B)(6) 2016, the patient was treated with gore excluder aaa endoprostheses to treat the pseudoaneurysm. The patient tolerated the procedure and was subsequently discharged from hospital. On (B)(6) 2016, the patient was readmitted with fever and anorexia and was diagnosed with sepsis due to bacterial graft infection confirmed by follow-up imaging on this day. It is believed that the pseudoaneurysm generated an erosion involving the gastro-enteric tract, with gastro-enteric bacteria infecting the surgical graft prior to the implant of the gore excluder aaa endoprostheses. Reportedly, and for lack of patient symptoms, an infection of the pseudoaneurysm treatment area was not considered prior the repair, but pre-operative imaging showed an adhesion/protrusion of the surgical graft located next to the duodenum. On (B)(6) 2016, due to the bacterial infection, the gore excluder aaa endoprostheses were explanted and the patient received an axillo-bifemoral by-pass along with an aortic stump ligation. One day later, the patient expired likely due to the impact of this major operation in the context of his condition without a specific single cause of death.